Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier would not close jaws. Couldn't squeeze handle. No patient consequences. Case completed with another device of the same product code.